Event description:
It was reported that the patients non-rechargeable ipg reached its end of service. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was replaced with a rechargeable ipg. The explanted ipg was discarded by the medical facility.